Manufacturer narrative:
User unwilling to return device to distributor for evaluation.

Event description:
After 20 minutes of operation, device stopped with compression depth at 4cm with no response from controls.